Event description:
The device was returned.

Event description:
Boston scientific crm received information that during a normal replacement procedure, it was discovered that both the atrial and ventricular ring set screws of this pacemaker were stuck when attempting to loosen them. Both the orange torque wrench and a wrench from a separate kit were used but the setscrews would not move. Saline was applied to the setscrews and the seal plugs were removed but the setscrews still would not loosen. Both the atrial and ventricular leads were cut and then capped in situ so that the device could be explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection found that all setscrews were up and were able to be loosened with the green boston scientific wrench, model 6942. The lead remnants were then able to be removed without issue. Microscopic analysis found that the capture washers on the atrial and ventricular setscrews were distended. This damage is indicative of the setscrews being backed out beyond their limits by either use of excessive force during disengagement or use of a non-boston scientific wrench there was a hole found in one of the atrial seal plugs but all other seal plugs were intact. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis confirmed that the setscrews were stuck and force was applied in an attempt to loosen them.

Manufacturer narrative:
The device was successfully replaced with an implantable cardioverter defibrillator (ICD). Although the atrial lead was going to be connected with this ICD, it was decided not to replace the atrial lead as the patient is experiencing atrial fibrillation. The explanted pacemaker will be returned for laboratory analysis. No additional information is available. Once analysis is completed, this report will be updated.